Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose. The customer did not mention any symptoms of their blood glucose levels. The customer treated with food. Customer's current blood glucose value was 140 mg/dl and the blood glucose was 49 mg/dl at the time of incident. Customer's current blood glucose value was 140 mg/dl and the blood glucose was 231 mg/dl at the time of incident. Troubleshooting was performed. The customer was in emergency medical service dispatched on (B)(6) at 5 am. The blood glucose value when admitted to hospital was 29 mg/dl. The customer complained about low blood glucose. The customer wearing the pump at time of hospitalization. The product was not returned for analysis.